Event description:
The pt performed a blood glucose test on the suspect device, and the result was hi. Pt took an extra 3 units of r insulin. About 1 1/2 hours later pt passed out. Pt's spouse gave pt a glucose shot and took pt to the hospital. The hospital tested pt's blood glucose on their device and the reading was 17mg/dl. Pt's spouse is unsure of hospital treatment.